Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. The issue was attributed to a molding defect where foreign matter was embedded on the wing. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a molding defect for the wing. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set contained foreign matter. No report of serious injury or medical intervention.

Manufacturer narrative:
Additional information: additional samples were returned for evaluation. Investigation summary: bd received additional samples from the customer facility for investigation. The samples were evaluated, and foreign matter embedded in the tubing component was observed. Based on evaluation of the additional customer samples, the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Based on the investigation, the most likely root cause was determined to have originated at the supplier of the tubing.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set contained foreign matter. No report of serious injury or medical intervention.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set contained foreign matter. No report of serious injury or medical intervention.

Manufacturer narrative:
Additional information: additional samples were returned for evaluation. Investigation summary: bd received additional samples from the customer facility for investigation. The samples were evaluated, and foreign matter embedded in the tubing component was observed. Based on evaluation of the additional customer samples, the customer¿s indicated failure mode for embedded foreign matter with the incident lot was observed. Based on the investigation, the most likely root cause was determined to have originated at the supplier of the tubing.